Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 23-jun-2021 for "foggy image in the middle of the image" that occurred in the operating room, prior to use in (B)(6) in the apac region involving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). The information provided indicated that there was no leak. The endoscope has since been inspected at the pmk service center and the customer complaint confirmed. The endoscope is currently awaiting repairs.